Event description:
Patient was being treated for acute ischemic stroke by having occlusion in right ica-carotid terminus aspirated with penumbra 5max reperfusion catheter and separator 3d. After three passes with separator 3d the subject improved from tici 0 to tici 2a. It was noted that the patient had lost more than 800 cc of blood during the procedure, and lab work revealed a hemoglobin decrease from a baseline of 10.5 to 8.1. This event was considered of a "definite" relationship to the penumbra catheter used during the procedure. Patient was given one unit packed red blood cells and was discharge three days later where his hemoglobin was 10.4.

Manufacturer narrative:
Conclusion: the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital discarded of device.

Manufacturer narrative:
Please note that a correction and an update was made to the following section(s): the event occurred on (B)(6) 2012. Information to include a distal emboli was added.

Event description:
It was also noted during the procedure, that the superior branch of the middle cerebral artery (mca) remained occluded. This was later deemed to be due to a distal emboli that was of "uncertain" relationship to the 5max catheter used during the procedure.